Event description:
An error message was reported with the adc device. Customer received a "sensor error" message and was unable to obtain readings. As a result, customer experienced "hypoglycemia" and a loss of consciousness, requiring third-party administration of oral glucose for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed and no issues were observed on sensor patch. Data extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. Cntr_pot_high in the otp event log is an indication that returned sensor was terminated due to high counter potential voltage. Therefore, the smu (source measurement unit) test will be performed to determine if the sensor is fully functional and have any counter voltage issues. The sensor was de-cased and a visual inspection was performed on the pcba (printed circuit board assembly). No issues were observed. Source measurement unit and poise voltage testing were performed and all results were within specification. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Also, there was no cntr_pot errors observed during the smu test indicating no issues with the sensor cntr voltage. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. It is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "sensor error" message and was unable to obtain readings. As a result, customer experienced "hypoglycemia" and a loss of consciousness, requiring third-party administration of oral glucose for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.